Event description:
Implant (restore self-tapping) was placed 3/8/97 and removed 3/9/97. Placement head screw wouldn't loosen. This event is not a failed implant experience. It is not known why the implant was not removed the day it was placed. One person affected.